Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringe pl/wg was missing some needles and had difficult to operate plungers. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: defect: plunger rod difficult to move- needle missing bu. Cat. #: 928855, batch#: 6242647, product description: syringe 0.3ml 30ga 8mm 10bag 500 pl/wg, dates of manufacture: 19oct2016 thru 19oct2016, machines manufactured on: (B)(4). Device history record review ¿ a review of the device history record was completed for batch# 6242647. All inspections and challenges were performed per the applicable operations qc specifications. Syringe assembly ¿ there was one (1) batch of material # 8359366 (syringe 0.3ml asm 30ga 8mm sm700153 sc) that went into finished batch 6242647. Batch# 6284876, dates of manufacture: 18oct2016 thru 19oct2016, machines manufactured on: (B)(4). Needle assembly ¿ there were two (2) batches of material # 3304aac (needle sf asm 30ga 8mm orange) that went into finished batch 6242647. Batch# 6271772, dates of manufacture: 09oct2016 thru 11oct2016, machines manufactured on: (B)(4). Batch# 6252769, dates of manufacture: 20sep2016 thru 23sep2016, machines manufactured on: (B)(4). There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.